Event description:
Report received of an over-delivery. The nurse reportedly programmed the pump to deliver an unspecified concentration of diltiazem in 125ml, at a rate of 5ml/hr and left the room. The same nurse returned to the patient's room 20 minutes later and found the container empty. There was no reported adverse patient effect and no medical interventions were required. The nurse manager reportedly reviewed the pump history and found the pump was programmed to deliver at a rate of 512ml/hr instead of the intended 5ml/hr.